Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead having unspecified helix rotation issues. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.